Event description:
Patient reported that they were seen by a dentist and provided a letter of recommendation. The dentist states that the patient had a comprehensive exam with radiographs in the office. The findings indicate that the patient has the diagnosis of generalized severe chronic periodontitis, #12, 13 and 21 gross carious lesions greater than 3/4 distance to the pulp, and #31 class 4 fracture and #16 and 17 class 2 fractures. All teeth are class 2 or 3 mobile. Due to the mobility, the patient will require full mouth extractions and needs dentures fabricated to replace their teeth. Due to the severe periodontal disease alone has not been a candidate for several years for braces as this is a chronic disease that has taken years to progress to this condition. Proceeding with orthodontic treatment when the patient's 3 teeth are fractured and another 3 teeth have massive carious lesions is neglect and malpractice on the part of byte. This patient should never had aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.